Event description:
It was reported that during a prostate procedure, the cap of the first fiber was loose and rotating. A second fiber was used in an attempt to finish the procedure. It was reported that the cap of the second fiber was also loose and rotating. The procedure was completed with turp. Patient outcome: not mentioned. This report is for the second fiber.